Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event, it was observed, the watertightness of curved rubber was not maintained, watertightness was not maintained due to holes in the insertion tube, winkles were noted in the insertion tube, the bending angle was insufficient due to the elongation of the angle wire, , the adhesive part of the lighting lens had come off, the curved tube was crushed, the flexible tube of the insertion section was crushed, scratches were noted on the insertion tube, a catch was observed during angle operation, scratches were found on the operation part, the curved rubber adhesive was missing, scratches were found on the operation unit cover, scratches were found on the eyepiece, scratches were found on the grip, scratches were found on the angle lever, scratches were found on the up/down (ud) plate, scratches were found on the universal cord, scratches were found on the light guide (lg) connector, scratches were found on the fixed ring, and the label on the lg connector was peeling off. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the rubber of the oes bronchofiberscope had a pinhole. Upon inspection of the customer¿s returned device it was observed, the coat of the light guide coil was peeling off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, external factors, or handling.olympus will continue to monitor field performance for this device.